Event description:
Procedure type: esophagus. According to the reporter: eeaxl2535 and eeaorvil25 were used for anastomosis of esophagus and jejunum. After cutting the esophagus with tri-staple purple 45, eeaorvil25 was inserted through esophagus and the bulb-tip was pulled out from the stump, and the anvil was set. Upon connecting eeaxl2535 and eeaorvil25, there was no tactile click, but they were connected until the organge band on the center shaft was covered. However, the connection was loose and the anvil was easily disengaged upon approximating the tissue. The surgeon clamped the joint of anvil with forceps, but the problem was not solved. Therefore, he sutured the esophagus and clamped the staple line, and excised the esophagus with electric scalpel to remove the anvil. Another eeaxl2535 was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).